Event description:
At the end of diagnostic angiography, a 6f perclose was used to obtain hemostasis. The needles would not come out of the device. During removal the device broke at the catheter connection to the hub. The device was successfully removed from the vessel but there was significant bleeding around the guidewire. Pt taken to or for surgical closure.